Event description:
"."

Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. Product history review was performed. Result of in-progress and final quality control testing passed. Non conformances and/or any associated rework were not found. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by dialysis patient that the patient was treated for an infection. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the patient was diagnosed with peritonitis following a positive culture result with the organism staphylococcus epidermis. Review of the medical records indicated the patient was admitted to the hospital on (B)(6) 2017. The patient suffered from nausea, vomiting and drain pain due to peritonitis. The patient was treated with the antibiotics cephalexin orally and ceftazidime via the intraperitoneal route. On (B)(6) 2017 the patient was out of the hospital. On (B)(6) 2017 vancomycin was prescribed via the intraperitoneal route. The patient's pdrn reviewed hand hygiene and mask use with the patient. The patient's pdrn reported that the patient did not miss any peritoneal dialysis treatments. On (B)(6) 2017 the patient denied any complaints and the effluent was clear without fibrin.